Manufacturer narrative:
This report is submitted on february 18, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment for which skin was debrided and antibiotics (type and date administered unknown) were administered. The abutment was changed (on an unknown date) under a general anaesthetic.